Manufacturer narrative:
(B)(4). Batch # 892a13. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Only an anvil half washer was present, and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. During the functional test was noted that the device fired without pressing the firing trigger when the orange indicator is on the green range and stopped without any difficulties when the cycle finished. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The device was disassembled to verify the condition of the internal components and no damages were noted on the flex circuit. However, corrosion was noted on the motor. It is possible that fluid ingress causes corrosion of the motor resulting thus the condition noted. No conclusion could be reached about what caused the condition of the motor. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The reported condition could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number 892a13, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open sigmoidectomy, there was tension on the tissue and the device could not be removed, although the device fired properly and washer breaking sound was heard, the green check mark was illuminated, and the adjusting knob was rotated counterclockwise for 2 revolutions. The adjusting knob was rotated additionally for 1 revolution, but the issue did not improve. The device could be removed with the adjusting knob turned fully open. There was no problem in leak test and complete the case. The device was used between colon and rectum. There were no adverse consequences to the patient. No further information is available.